Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed motor test. The insulin pump had no motor error alarm. The insulin pump had no excessive no delivery alarm. The insulin pump had no battery out limit alarm. The insulin pump was received with scratched lcd window, cracked case display window corner, with cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter reported that they received a battery out limit alarm, motor error alarm and no delivery alarm. The customer's daughter reported that the no delivery alarm was recurring. The customer's blood glucose was 500 mg/dl at the time of call. The customer's blood glucose was 491 mg/dl at the end of call. The customer's daughter stated that they treated the high blood glucose with manual injection. The customer's daughter stated that they were able to rewind the insulin pump. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The customer's daughter stated that they have not tried different cannula lengths. The customer's daughter stated that the tubing was not bent or kinked. The insulin pump will be returned for analysis.